Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station would not power on, and it made a flashing and clicking sound but eventually failed to turn on. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station would not power on. The field service engineer (fse) noted that the customer had reported the device had no power and would not turn on. The fse performed a visual inspection and verified the malfunction, narrowing the issue down to the main drawer 4.1 drawer controller, which was preventing the device from powering on. The fse replaced the drawer controller, after which the station powered on and functioned properly. The repair was verified in the hardware test application. Preventive maintenance was also completed. The system functioned as intended after the field service engineer repaired the device.